Event description:
It was reported that patient called for assistance with his inflatable penile prosthesis (ipp) device. He stated that he was unable to get the pump to pop. He had success three times and then has been unable to repeat it. Patient liaison went over trouble shooting techniques with him to include reboot/ burp and anti-stiction. He will attempt these maneuvers and will contact if he has further questions. Patient liaison will reach out to the rep for further training if needed.